Manufacturer narrative:
The main component of the system and other applicable components are: product ID; 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported being unable to charge to 100 percent anymore and charging longer than expected. She used to be able to charge to 100 percent but no matter how long she charged she was unable to get to 100 percent. The consumer was concerned that this was a sign that the implantable neurostimulator (ins) was near depletion. The patient verified that they had not seen any ¿call your doctor¿ icon or error codes on either the patient programmer or recharger. Additional information received from the consumer reported she was still having concerns about her device or therapy, but was working with her doctor or manufacturer representative and had an appointment scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.